Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter in an intro-eze percutaneous introducer system. The product received for evaluation is a port with a short segment of tubing covering the port stem. Also received is a 10.7 inch long segment of 8.0 fr. Single lumen catheter. Five separate depth markers are printed along the catheter's length, with a 5-dot marker located .8 inches from the proximal end. Blood residue is found intermittently throughout the length of the catheter with a small clot at the distal tip. A cath-lock is loosely attached to and readily falls from the port stem. A single, braided, green suture is included loose as well. A lot history review reveals no related mfg issues and no other complaints for this lot. Tactual exam of the l0ng catheter segment is unremarkable. Under 20x magnification, the proximal catheter end is broken and jagged with serous residue within the orifice. A "v" shaped notch is located in the blue radiopaque stripe which contains a dull, non-reflective depression that extends to the broken edge. This suggests a compression force similar to that produced by the locking edge of the cath-lock, was applied on the outer diameter. The proximal face is irregular with a rough texture indicating tubing failure occurred as a result of a break versus being cut with a sharp instrument. Microscopic exam of the port stem shows the tubing mushroomed against the port base to a degree that the proximal tubing edge forms a lip over the edge of the port base. Light impressions are seen in the blue stripe of this segment as well as an annular ring at the distal edge. The impressions may be the result of mechanical manipulation (smooth jawed forceps) of the tubing over the port stem while the annular ring may be from cath-lock compression. Additionally, a pointed protrusion is noted that roughly fits the "v" shaped notch in the proximal end of the distal segments as the two segments are mated together over the port stem. Removal of the short tubing from the stem and mating the segments together producers a closer match. The distal face is rough and irregular, supporting a break brought on by binding of the mushroomed catheter and the locking edge of the cath-lock. The proximal face of this catheter segment appears normal and is striated and reflective to light suggesting being cut with a sharp instrument. Ten power magnification of the port reveals a superficial extending across the septum's surface. A flapped gouge is at one end of the laceration. The laceration and gouge may have occurred during explantation. An indeterminate number of non-coring needle puncture sites are evident also. Under gross and microscopic exam, the cath-lock is unremarkable. The suture is presents as an "x" shape with multiple knots tied at the center. The suture's presence suggests it had been employed anchoring the catheter or port in an unk fashion and susequently cut free. The insructions for use warns that no sutures should be

Event description:
The catheter was placed 1/30/97. During infusion on 2/3/97, the pt complained of pain and there was difficulty aspirating the port. On 2/4/97, the pt was brought to the operating room for revision of the catheter. The catheter was found to have broken off at the port connection and embolized.